Event description:
One of our iradimed mridium 3860+ pumps broke due to liquid that got into the pump drug library card slot. This card slot sticks out slightly from the back of the device and is exposed to the clinical environment. A metal bar covers the card preventing it from being removed easily, but does not isolate the card from any environmental factors. There was a spill and liquid easily entered the sim card slot rendering the pump useless. This is an issue since pumps are mounted on IV poles under liquid IV bags. A spill can easily happen and quickly damage the device.

Event description:
One of our iradimed mridium 3860+ pumps broke due to liquid that got into the pump drug library card slot. This card slot sticks out slightly from the back of the device and is exposed to the clinical environment. A metal bar covers the card preventing it from being removed easily, but does not isolate the card from any environmental factors. There was a spill and liquid easily entered the sim card slot rendering the pump useless. This is an issue since pumps are mounted on IV poles under liquid IV bags. A spill can easily happen and quickly damage the device.